Event description:
It was observed during the device evaluation of the camera head, the water tightness was lost, and the metal part was exposed. There was no patient involvement.

Manufacturer narrative:
The device evaluation found the water tightness was lost due to poor watertightness of the cable unit, and that the metal part was exposed due to deterioration of the cable unit. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.